Event description:
It was reported that the customer had a faulty insulin pump. Customer's blood glucose was 9.8 mmol/l. Customer stated that the sticker over the buttons on the front of the pump keeps moving and makes it difficult to access the buttons. Buttons appear to be unresponsive. Insulin pump was recommended to be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.